Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked during use at the q-syte screw site. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: lot analysis. Device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: 6055995 ¿ this lot number was built on (B)(4), from february 26, 2016 thru february 29, 2016 review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: no. Reason: this investigation is a s2-o3 level b which requires a qn/sap database review per ms-qs-083. Findings: no qn¿s were initiated during the production of the lot number associated with this account. Visual analysis observations and testing: received one used q-syte unit attached to a 24ga pegasus ext. Set. Visual/microscopic evaluation: ¿the septum was molded using the 16 cavity mold. ¿no damage (tears) was observed on the septum top disk ¿no damage (tears) was observed on the column wall ¿no damage was observed on the slit of the septum bottom disk. Water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on either the actuated or the un-actuated positions. Conclusions: the failure of leakage was not confirmed based on the testing and evaluation performed in the laboratory. Did the evaluation confirm the customer¿s experience with the bd product? No. The evaluation performed on the q-syte unit could not confirm the customer¿s experience. Were we able to reproduce the customer's experience with the bd product? No. The q-syte unit did not leak either on the actuated or the un-actuated positions when tested in the laboratory. Was the device used for treatment or diagnosis? Treatment investigation conclusion: root cause relationship of device to the reported incident: indeterminate. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated in the laboratory. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.